Manufacturer narrative:
A discussion by boston scientific technical services (ts) noted that the magnet rate on the device was 100, ts discussed that the device was operation appropriately, and a review of the electrocardiogram did not confirm loss of capture. Ts discussed that the patient symptoms are likely unrelated to the device. Ts discussed performing three monthly follow ups to be sure elective replacement time (ert) is identified after which a replacement would be scheduled. At this time the system remains implanted.

Event description:
Boston scientific received information that the pacing impedance measurements the past year had been ranging between normal and high out of range values when it comes to this device. It was noted that the magnet rate in (B)(6) 2015 was 100 beats per minute with one year remaining. The hospital noted that the patient had experienced two syncope episodes since the last follow up at (B)(6) 2015, and device function was in question. The leads implanted are competitor leads. Boston scientific technical services (ts) discussed that the pacing impedance measurements appeared to be stable and the pacing thresholds appear normal. Ts noted that the device should be checked as the device has been implanted for more than ten years, while the estimated longevity for this device at nominal settings was six years. A boston scientific field representative noted that a follow up will take place to decide the next course of action. At this time the system remains implanted. No adverse patient effects were reported.